Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller stated ins was turned on (B)(6) 2020, patient was able to use it for a few days but then notified caller it wasn't working and it had gone dead. Caller is in office today and had to go through passive recharge cycles but they cannot get anything better than "poor recharge quality". With patient's controller and recharger, they were seeing antenna locate numbers around 70. Caller used patient's controller with brand new recharger and with patient sitting up, saw al numbers in the 90s but still obtained "poor recharge quality". Caller then tried 97745fa with patient's recharger and with patient laying down, saw al numbers in 70-80s. Caller stated that ins doesn't feel too deep (felt like it was less than 1 cm deep) and there are no bandages/swelling although there is some redness at pocket site but nothing out of the ordinary. Caller mentioned the ins could be angled the pocket but they've tried patient in all different positions, using belt and pressing on recharger and still can't get anything better than "poor recharge quality". The rep to use 97745fa with brand new recharger and caller was forced to perform another passive recharge cycle (with al numbers in the high 90s) which did not result in normal charging and they had to start another cycle. It was reviewed to continue 97745fa with new recharger as that appears to be working the best at this point although there doesn't appear to be any issues with patient's equipment. It was reviewed that ins is likely sitting at threshold of being depleted and charging normally so we first have to get it to a normal charging state to see if it shows "poor recharge quality" again or something different. It was reviewed to get ins charging normally to see what charge quality is and if still poor, then have hcp consider examine pocket site as we have tried many external devices and that doesn't seem to be the root cause.